Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found that the outer tube with the charged coupled device was faulty resulting in purple and green screen. Furthermore, the following additional issue (non-reportable) was identified during inspection: charged coupled device line surface was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: unacceptable tension in the area of the charged coupled device assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve." Unacceptable tension in the area of the charged coupled device assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. Pre-existing damage to the charged coupled device assembly due to using a suboptimal adhesive device. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the video telescope "endoeye high definition ii, to olympus repair center for evaluation of a reported green screen. There was no procedure involved and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to g2 to include information that was inadvertently not included in the initial medwatch.